Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID 977a275 : product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the pt indicated they have a broken lead from a fall. Technical services (tss) reviewed that impedance check of system is not required for an MRI. Caller told by pt that pt's scs system hasn't worked since they fell down the stairs. Pt also recently lost their remote so status of spinal cord system (scs) telemetry is unknown. Tss reviewed options to get ins checked by healthcare provider (hcp) or a manufacturer representative (rep) to see if it's still responsive. Tss also reviewed that they could use MRI eligibility form to clear pt by having an hcp sign off on this form. However, pt is no longer seeing their managing hcp.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) for spinal pain and complex reg pain syndrome type I. The reason for call was patient stated they fell off their front porch and fell completely on their back and heard something pop. They think the fall broke their stimulator. Patient service specialist (pss) asked, patient said the stimulator hasn't worked since the fall and they are in so much pain, which was what their stimulator was supposed to help with. The patient had seen their doctor already. The patient was redirected to their healthcare provider to further address the issue. Patient services (pss) provided  national answering service (nas) number for doctor's office to call.